Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 233 mg/dl to above 500 mg/dl. Customer delivered a correction bolus to address elevated blood glucose level.